Manufacturer narrative:
No parts returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when 2 patients¿ last names were searched, numerous patients populated and ¿low system memory¿ was displayed. The issue was able to be replicated. When there were a high number of searchable patients, the issue was reproduced. It was recommended by technical services (ts) that the patients be searched with different parameters or with more detail. There was no patient present when this issue was identified.

Manufacturer narrative:
Software analysis was performed and this issue was found to be a known software anomaly that is being tracked by the manufacturer. If information is provided in the future, a supplemental report will be issued.